Manufacturer narrative:
The device was received with a cracked battery compartment (battery tube) and cracked battery tube threads, cracked select button on the keypad overlay. The device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and crack or scratch to insulin pump. Customer's blood glucose value was 430 mg/dl and 168 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with syringe. The device will be returned for analysis.